Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Reported via mw5061239 on 2016-03-23.

Event description:
It was reported that the patient went to the emergency room after being shocked many times. The right ventricular lead was noted to be fractured. Reprogrammed occurred to turn the therapies off. The patient reported that since being programmed off, they "got shocked from time to time at collar bone. The shock came down to the left arm and the arm cannot be moved for 5-6 seconds. The patient does not want another surgery." The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.